Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump touch screen was cracked, unreadable, and unresponsive. The customer experienced a low blood glucose (bg) level of 42 mg/dl. Cause was not known. Customer consumed juice to address bg. Reportedly, customer reverted to manual injections for insulin therapy.